Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg, requiring assistance from spouse who "helped the customer to drink soda to wake up from passing out from low bg". Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.